Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible to determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. During the assembly process, visual inspection is proceed each 02 hours in one sample size of (B)(4) pieces. In the same way during the packing process, visual inspection is proceed each 02 hours in one sample size of (B)(4) pieces. If some nonconformity is found the batch interval is blocked for analysis. In the sequence the machine is checked its operation and the associates involved informed of the occurrence. We emphasize that the employees wear coats and caps in the manufacturing process, the caps were extended to other areas adjacent to the factory. The place where the assembly process occurs is isolated from the external environment to prevent foreign matter from reaching the product. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Event description:
It was reported that prior to use foreign matter was discovered on the needle with a bd needle precisionglide¿ 18x1-1/2in. The following information was provided by the initial reporter, translated from portuguese to english: the needle, although was pre-sealed, had a material residue (silicone? Ink?). Nonconformity identified after material is opened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on the needle with a bd needle precisionglide¿ 18x1-1/2 in. The following information was provided by the initial reporter, translated from portuguese to english: the needle, although was pre-sealed, had a material residue (silicone? Ink?). Nonconformity identified after material is opened.